Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain it was reported that the device was not working as it is not charging. No symptoms reported and no further complications noted or anticipated (B)(6) 2020, (B)(4), (B)(4) (con, rpl): additional information was received from the patient on (B)(6) 2020. It was reported that recharger was not charging the implant. The patient reported that a couple weeks ago, the controller showed recharging good but the implantable neurostimulator (ins) icon was red and showed ins charge level was not advancing. A replacement recharger was sent to the patient. No symptoms were reported at the time of the event. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain it was reported that the device was not working as it is not charging. No symptoms reported and no further complications noted or anticipated